Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient reported at their 30-day follow-up on (B)(6) 2024 that they had been experiencing occasional mild intermittent headaches. No intervention or additional treatment was performed. The event was noted to be recovering/resolving. The site assessed the headaches as not related to antiplatelet medication and possibly related to the pipeline, the procedure, and the disease under study. The headaches were not the result of a device deficiency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline device became flattened. The patient was undergoing treatment for a saccular, sidewall aneurysm located in the left c7 segment via right femoral groin access. The maximum aneurysm diameter was 13.1mm, the aneurysm neck size was 4.0mm. It was reported that complete stasis was achieved at the end of the procedure with complete neck coverage. The aneurysm occlusion status was raymond and roy class 3. The study device was successfully implanted with wall apposition achieved. No side branches were covered by the pipeline device. ¿device flattening¿ was answered ¿yes¿ on the index procedure case report form (crf). No adverse events have been reported. There was no impact to the patient and no additional medical intervention was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that device flattening did not occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.